Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the heat exchanger coil vibrating against the compressor, adjusted. No new parts needed.